Manufacturer narrative:
Programmer model 3037, serial # (B)(4), implanted: na, explanted: na, tined lead model 3093, lot # v768773, implanted: 2011-(B)(4), explanted: unk.

Event description:
The patient never experienced therapeutic effect and a decrease in therapeutic benefit during nighttime. The patient also had issues during the day but not as bad as at night. The patient saw her doctor on (B)(6) 2012 but was unable to be programmed due to the programming nurse being out of the office. The ins was turned off and had been off for over a week. The patient was not feeling stimulation. (B)(6). A couple weeks later the patient was "going to the bathroom all the time".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was getting up three or four times a night to go to the bathroom. She was reprogrammed a couple of months ago and nothing worked. The patient wanted to try turning the device off completely. It was later reported that the patient was meeting with a manufacturer representative who was making and adjustment when she noticed the batteries on the programmer were not working. The representative left to get new batteries, and all of the sudden the patient experienced a terrible pain, described as "quite a shock". After the incident the patient experienced stiffness and pain in both legs. It was also reported that the shocking sensation occurred just as the patient programmer batteries went dead, while the patient was being adjusted. The patient stated she had turned stimulation off before getting to the doctor's office. The patient had stimulation on for a few days after the appointment, and then turned it off, but the pain continued. It was noted that the patient was given some medication samples by the physician to help control urination and the pharmacist had said the medications could cause pain. The patient had an appointment scheduled for (B)(6), but stated that the stimulation never helped and nothing changed even after seeing the physician.

Event description:
It was reported that there was no stimulation sensation and the patient could not adjust stimulation. The implantable neurostimulator (ins) appeared to be off. The patient was instructed to attach an antenna and used a button to turn the stimulation back on. The patient, subsequently, reported feeling stimulation again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the family member that reported the patient¿s implantable neurostimulator (ins) system was removed a ¿couple of years ago¿ because it was not working and caused them discomfort. They noted that everything was removed. There were no further complications reported or anticipated.